Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The customer stated that they had one kink in the infusion set and the issue was resolved with an infusion set change. The customer declined troubleshooting for the high blood glucose level. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.